Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 43 mg/dl. Reportedly, customer attempted to self-treat by consuming carbohydrates however; customer required assistance from their school nurse by monitoring patient and administering carbohydrates. A pump replacement was sent to resolve the issue.